Manufacturer narrative:
Product ID 8575, lot# j0203511r, implanted: 2002 (B)(6); product type accessory product ID 8709, lot# j11210r03, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported an alarm was heard but telemetry had not yet been performed. Troubleshooting was limited due to lack of access to product and/or patient. Patient had traveled/flown to (B)(6) on 2014 (B)(6); they started hearing a two tone alarm from the pump on day of report at 4:30pm. Patient was asymptomatic. Last pump refill was on 2014 (B)(6) and the low reservoir alarm date was 2014 (B)(6). It was noted that patient had denied any medical procedures/MRI or electromagnetic interference (emi). The pump system was delivering prialt. Additional information reported that the physician orders for the emergency room were to do nothing. It was stated that the physician asked the patient to return home for pump replacement. The patient¿s last refill was on 2014 (B)(6) and their elective replacement indicator (eri) was ¿5 months.¿ the patient did not have any symptoms or return of pain so the physician did not prescribe oral medications. The patient had decided to fly back the following day (day after ER visit). It was reported a critical alarm was heard and also confirmed by telemetry. It was reported that safe state had occurred, reset occurred- low battery. It was noted that the pump was beeping every five minutes. It was reported that there were multiple resets and low battery resets, at present just showing todays date 2014 (B)(6) at 11:32. The patient had had increased pain but no withdrawal since 2014 (B)(6). It was reported that they were going to schedule a pump replacement. Manufacture representative believe it would be replaced but needed to speak to the physician.